Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced a ventricular fibrillation episode in which all programmed shocks were exhausted without successful conversion. A shock on ventricular tachycardia (vt) induced ventricular fibrillation (vf). The device recorded an alert due to shock impedance high out of range. During repeat defibrillation threshold testing, four episodes of induced ventricular fibrillation were not terminated, requiring external defibrillation. The patient was reported to be stable, and no surgical intervention plan had been determined at the time of the report. The device remains in service. No adverse patient effects were reported.